Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered for high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. There was a noted increase and fluctuations in impedance values for both rv and svc coils. In addition, rv pacing impedance also showed fluctuations. A lead intervention was planned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.